Manufacturer narrative:
The sample was collected in a greiner lithium heparin plasma tube with gel separator and was centrifuged at 4500 rpm for 10 minutes. The customer has re-run protocol for all positive troponin I results. System checks on (B)(6) 2011 were within the specifications. Troponin I was calibrated on (B)(6) 2011. Service was on site on (B)(4) 2011, and the field service engineer (fse) performed a preventive maintenance. The fse verified system performance to the published specifications. The fse ran correlation studies against the lab's access 2 instrument. No hardware issue was identified. No clear root cause for this event has been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non-reproducible erroneously elevated troponin (accutni) result, above the ami cutoff, generated by synchron lxi 725 clinical system for one patient. The result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range. The customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the erroneous result.